Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. Previous programming changes had been unsuccessful in alleviating the stimulation. During lead removal procedure on (B)(6) 2019, the distal portion of the lead broke off and remained in the patient. Another lead was attempted to be placed, but could not due to patient anatomy, so the left ventricular port of the device was plugged and not used. The patient was normal and stable post-procedure.